Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21460. It was reported during the pt's ipg replacement procedure (reference MFR report: 1627487-2013-20043), the distal portion of one of the scs leads was fractured and had migrated. The fractured lead was not being used for stimulation, as a result the physician decided to leave the lead implanted. It was also reported the other lead displayed invalid impedances post-operatively. As a result, the pt did not feel stimulation after the procedure. Surgical intervention will take place at a later date to address the lead issues.